Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door and from the pump modules of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm and patient additionally reported an m75 volume error warning occurred during fill 1 of 5. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. Additional information was requested however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door and from the pump modules of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm and patient additionally reported an m75 volume error warning occurred during fill 1 of 5. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Corrected information: b.5 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a tear was observed in the cassette film. Potential causes for the kind of damage observed include the pump door being closed unexpectedly during set up, stress or strain on the film during the teach pump test when the mushroom head is fully extended against the cassette dome; especially with a large misalignment between the cassette and pump, and a finishing problem due to a sharp point created or mechanical damage to the cassette. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established.